Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Patient information and device identifiers were requested, but not provided. A supplemental report will be submitted if new information is received. The labeling includes the following warning, "if excessive resistance is encountered during the insertion of the microstent at any time during the procedure, discontinue use of the device. Continuing to insert the microstent against resistance in the insertion process may result in injury to the patient or damage to the microstent." Cyclodialysis, hypotony, elevated iop, hyphema, blurred vision and corneal edema are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent combined cataract surgery with hydrus microstent implantation on (B)(6) 2021. During implantation, the surgeon adjusted the location and noted bleeding at the site with proper placement of the hydrus microstent. The patient was placed on prophylactic diamox in addition to continuing the same 4 pre-operative intraocular pressure (iop) lowering medications. At the 1-day post-operative visit, the visual acuity (va) was 20/25 and iop was 2 mmhg; all iop-lowering medications were subsequently discontinued. Low iop continued through post-op day 7 when vision decreased to 20/60 with iop 3mmhg; the anterior chamber was formed with no wound leak and a 1 mm layered hyphema with minimal inflammation was noted. The patient was on antibiotic, non-steroidal anti-inflammatory, and corticosteroid medications; however, the patient neglected to obtain the prescribed cycloplegic medication. By post-op day 9, iop was 2mmhg and va was 20/20 with a clearing hyphema on topical cycloplegic (initiated after visit on post-op day 7) and topical steroids were reduced. At 16-day post-op, the iop was 43 mmhg and va was 20/200 due to microcystic edema. The cycloplegic medication was discontinued and iop lowering medications were resumed. The surgeon believed that an unidentified cyclodialysis cleft had been present and had subsequently closed. The following day, the iop was 28mmhg on the same 4 iop lowering medications.